Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to user error/mishandling due to the pump was connected with the tubing knowing the pump displayed an alarm message. However, due to the device not being returned, we are unable to confirm the reported event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/21/2024, it was reported by a sales representative via sems-06575340 that an ar-6480 pump was not setting the pressure and continued to display "zero pressure" while not allowing the pump to be run. It had to be power cycled multiple times. Also, when the pump tubing was plugged to the cannula, the pump read it was flowing water into joint at 1.3 liter per minute, which is above the intended flow rate. Patients shoulder was swollen, however rep states he does not believe patient was negatively impacted. This was discovered during a procedure.